Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had to contact the paramedics due to low blood glucose and has had a car accident. Customer ended up in the emergency room. Customer thinks she enters to many carbohydrates for what she had eaten. On (B)(6) 2014 customer had a car accident and the device was warn. Customer blood glucose was 38 mg/dl. Customer was on her way to work and eating chips. On (B)(6) 2014, she passed out and customer's mother had to call paramedics, blood glucose was 24 mg/dl when paramedics were there she was 29 mg/dl. Troubleshooting was performed. Customer's current blood glucose was 52 mg/dl. The drive support cap was normal. Disconnected during prime process. Settings were correct. Insulin same on display and reservoir. Device passed displacement test. No MRI exposure. Customer was advised to monitor the device. No further information reported.